Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that an unknown surgery was performed on february 14, 2024. During the surgery, the balloon in question could not be removed and broke. The procedure was completed successfully, and the patient outcome was reported to be stable. No further information is available. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device arrived broken from the balloon, looks like the balloon was cut to disassemble the device, therefore the reported allegation can be confirmed. A dimensional inspection and a functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing damage. The synflate vertebral balloon surgical technique was reviewed; states to stop balloon expansion if any of the following happens: the desired outcome is reached. The pressure reaches 30 atm (440 psi). The maximum balloon volume is achieved. 4.0 ml for the small balloon. 5.0 ml for the medium balloon. 6.0 ml for the large balloon. Any part of the inflated balloon length touches the cortical bone. The surgical technique guide also contains the following precautions: the balloons may leak if they are filled beyond their maximum volume or pressure. The performance of the balloons catheter may be adversely affected if it comes into contact with bone splinters, bone cement and/or surgical instruments. The surgical technique guide also recommends the following: to proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes. For bilateral procedures, inflate each balloon alternately in increments the failures observed on the returned devices are consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part # 03.804.701s. Synthes lot # 82256357. Supplier lot # 82256357. Release to warehouse date: 26 oct 2022. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished device and no manufacturing related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the supplier which conducted a visual inspection of the returned device. The conducted analysis demonstrated that the returned inflation sytem is compliant. Visually and functionally there are no noticed malfunction. The defected can not be confirmed. As a consequence, the defect reported could be linked to a quality problem of the balloon/stent used and not to the inflation system. Be assured however that we remain extremely vigilant regarding these types of incident, and we will not fail to implement the necessary corrective actions, if needed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the '03.804.701s, synflate vertebral balloon med'. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.804.701s, synthes lot # 82256357, supplier lot # 82256357, release to warehouse date: 26 oct 2022, supplier: (B)(4). A manufacturing record evaluation was performed for the finished device and no manufacturing related to the malfunction were identified. D4: UDI updated. The expiration date is currently not available. Additionally, the serial number for the device involved in the event was not provided; therefore, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.